Manufacturer narrative:
Concomitant medical products: product ID: 694758 lead was implanted on (B)(6) 2009, product ID: dtpb2d1 crt-d was implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. It was further reported that the right atrial (ra) lead exhibited occasional under-sensing of p waves during atrial fibrillation. The lv lead was reprogrammed and remains in use. The ra lead remains in use. No patient complications have been reported as a result of this event.